Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room (ER), and was subsequently admitted into the intensive care unit (ICU), with a blood glucose (bg) level of 700 mg/dl with high ketones. The customer attempted to address the elevated bg with a manual dose injection. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer was released on (B)(6) 23, with no permanent damage. Reportedly, the customer is using admelog brand insulin. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.